Manufacturer narrative:
(B)(4)

Event description:
It was reported increased pacing lead impedance and increased capture threshold were observed. The high impedance measurements were able to be reproduced. No procedure was recommended to address the issues. No adverse consequences were detected. The patient will continue to be monitored.